Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported a couple days later after wearing their last bottom aligner they had swollen lymph node, and right side of their jaw a massive toothache in a tooth that had a root canal and crown that was done years ago. The patient went to the dentist, was informed that the aligner put too much pressure on the crown and there was an infection and had to have the root canal redone.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.